Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that he had to removed the dental implant during its installation surgery because its lack of primary stability. It was not possible to replace the implant in the same surgery.